Manufacturer narrative:
(B)(4). (B)(6). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the tubing had pulled out of the inlet port of the bottom y-site. Further visual inspection of the tubing end was performed, and there was no visible solvent plow ridge and little to no solvent residue on the tubing end. The remaining solvent bonds were pull tested with no failures. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the root cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the proximal port of an unknown access set separated from the rest of the set. The reporter stated that the tubing leading to the proximal port snapped in half. This occurred during priming. There was no patient involvement. No additional information is available.